Manufacturer narrative:
Date of event: used (B)(6) 2021 as there were no information provided.

Event description:
It was reported that guidewire entrapment occurred. An angiojet zelantedvt was used for a thrombectomy procedure. During procedure, it was noted that the catheter would not track over the wire correctly and ended up getting stuck. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2021 as there were no information provided. Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The shaft showed no damage. No guidewire was stuck in the device when returned. The guidewire lumen showed buckling damage 2cm from the tip. A .035 test guidewire was attempted to be inserted into the lumen; however, the wire would not transcend through the device. It showed that the guidewire lumen was punctured located 2cm from the tip. The supply line was severely kinked located 147.5cm from the pump body. The pump was inserted into the ultra drive unit console. The pump and the device primed and were run for a period of 120 seconds in the thrombectomy mode. The devices pressure was within the normal range of 11.370 kpsi. The device was run in the power pulse mode for a period of 60 seconds. During functional testing no errors or priming issues were noticed, the device ran as designed. No leaks at the pump area of the device were noticed. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for guidewire lumen issues.

Event description:
It was reported that guidewire entrapment occurred. An angiojet zelantedvt was used for a thrombectomy procedure. During procedure, it was noted that the catheter would not track over the wire correctly and ended up getting stuck. No patient complications were reported.